Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It is reported that the asymptomatic patient presented in-clinic with an elevated capture threshold. Lead was successfully repositioned. Patient will be monitored with routine follow-up. The patient was doing well after the event.